Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the test strips were missing from his onetouch verio iq starter kit. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 3x daily. The patient manages his diabetes with metformin pills (1000 mg) and insulin (type/ amount not specified). The patient received his starter kit though a promotional offer a couple weeks prior to contacting lfs. The patient reportedly continued to test with his 'talking meter' until he ran out of test strips. A week prior to contacting lfs, the patient attempted to use the subject meter for the first time and discovered the test strips were missing from the kit. The patient continued to follow his usual diabetes management routine; however, confirmed he was no longer able to continue testing his blood glucose. About 1-2 days after that, the patient claims he had symptoms of nausea and vomiting. The patient reportedly went to the emergency room (ER) and obtained a blood glucose result of 'around 300 mg/dl' with the ER/ hospital meter. The patient was administered intravenous (IV) fluids and insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the patient confirmed the meter kit closure seal was intact prior to opening. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.